Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a stent insertion in the ureter. During procedure, when insertion was performed on an unknown date. It was noted that the percuflex ureteral stent accordion under the least amount of pressure from the pusher and was stuck in the guidewire when placement was performed. It was reported that the percuflex ureteral stent keeps shredding once removed. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.